Manufacturer narrative:
The patient's equipment was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor: 1/21/2020; electrode belt: 4/25/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital with staff present at the time of passing. Review of the patient's download data revealed that the patient received 2 appropriate treatments and 1 inappropriate treatment from the lifevest on the day of passing. At 12:32:31, the patient received the first treatment during vt at 210 bpm with CPR and motion artifact. The post-shock rhythm was also vt at 210 bpm with CPR and motion artifact. At 12:33:03 the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 210 bpm, and the post-shock rhythm was vt at 190 bpm with CPR and motion artifact. At 12:33:34, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. At 12:34:41, the patient received an external defibrillation from hospital staff. The patient's rhythm at the time of the external treatment was vt at 160 bpm, and the post-shock rhythm was obscured by CPR and motion artifact. It was reported that hospital staff removed the lifevest and continued to externally defibrillate the patient without success and the patient passed away at approximately 12:47 pm.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in the hospital with staff present at the time of passing. Review of the patient's download data revealed that the patient received 2 appropriate treatments and 1 inappropriate treatment from the lifevest on the day of passing. At 12:32:31, the patient received the first treatment during vt at 210 bpm with CPR and motion artifact. The post-shock rhythm was also vt at 210 bpm with CPR and motion artifact. At 12:33:03 the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vt at 210 bpm, and the post-shock rhythm was vt at 190 bpm with CPR and motion artifact. At 12:33:34, the patient received an inappropriate treatment from the lifevest. The patient's rhythm at the time of the treatment and post-shock was obscured by CPR and motion artifact. At 12:34:41, the patient received an external defibrillation from hospital staff. The patient's rhythm at the time of the external treatment was vt at 160 bpm, and the post-shock rhythm was obscured by CPR and motion artifact. It was reported that hospital staff removed the lifevest and continued to externally defibrillate the patient without success and the patient passed away at approximately 12:47 pm.

Manufacturer narrative:
The patient's equipment was returned to the manufacturer and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's passing. Manufacture dates: monitor: 1/21/2020; electrode belt: 4/25/2014. Update as of 05/13/2021: device evaluation of monitor sn (B)(6) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. Device evaluation of electrode belt sn (B)(6) has been completed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "a" and ECG "b" was pulled from the strain relief, damaging the j703 connector on the distribution node pca. The root cause for the strained cable was excessive force. There is no indication the damaged belt caused or contributed to the patient's passing as the device was able to record the patient's ECG signal until the belt disconnection.